Manufacturer narrative:
A partial lead with the connector pin measuring 9.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that oversensing of noise was observed. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.